Manufacturer narrative:
(B)(6). The device was manufactured may 9, 2016 ¿ may 10, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and monitoring until the next day. During filling and the next day, no evidence of a leak was observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked approximately two days after the start of infusion. The device had been filled with 5900mg fluorouracil in 5% glucose solution to a fill volume of 220ml. The expected therapy time was 120 hours, and the reporter indicated that about 50% of the fill volume remained in the device when it was disconnected from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.